Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event after announcing and dosing for breakfast when glucose was 165 mg/dl, with a nadir of 46 mg/dl approximately 2.5 hours later; the patient believed the insulin dose was excessive and treated the low with 8 ounces of carrot juice, after which glucose rose to 102 mg/dl and symptoms resolved. Symptoms included hypoglycemia with tingling. Outcomes included no lasting health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device-related problem could be established due to insufficient information and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.